Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user with a dexcom g7 experienced a pairing failure in which glucose values were present in the dexcom app but were not displayed on the ilet until support guided the user through the ilet menu to switch cgm sensor from g6 to g7 and start the sensor, after which glucose values appeared on the ilet. Symptoms included no adverse clinical effects. Outcomes included no change to blood glucose management and no medical intervention or hospitalization. Investigation included customer support troubleshooting and verification of function after guided sensor selection and start on the ilet. Investigation of this case revealed that the device initially did not receive cgm data due to configuration, and normal function resumed after correct cgm selection and sensor start on the ilet. It was concluded, based on previously established findings for similar reports, that the cause was user interface or use-related error in cgm configuration.